Event description:
Reporter indicated that a vns programming wand would no longer communicate. Troubleshooting was unsuccessful and the reporter believes that the cause of the issue is the cable. Good faith attempts for return of the wand have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause of contribute to a death or serious injury.